Manufacturer narrative:
G4: 25aug2020. B4: 16sep2020. H8: usage of device: reuse . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 25aug2020 b4: (B)(6) 2020 the root determined the failure was caused by the incorrect reassembly. Based on information, the reported issue is not likely to cause death or serious injury thus changing the reportability of this case, the failure was caused in the reassembly process. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15sep2020.

Event description:
The customer reported a ventilator that required a touchscreen assembly replacement - this report was received in the form of an issue when the touchscreen assembly was swapped (blank screen). There was no patient involvement or user harm reported. This event was resolved in-house by the customer, receiving instruction from the manufacturer's remote technician via telephone. The customer was advised to verify the connections, and found that the lcd connection to the power management board (the "j7") was backwards. This connection was corrected, and the issue of a blank screen, as well as the implied touchscreen issue, was corrected.